Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to have been a result of challenging patient anatomy. The reported difficult to remove (anatomy) appears to have been a result of the reported positioning failure (leaflet grasping ¿ clip not implanted).the reported unspecified tissue injury appears to have been an outcome of the difficult to remove (anatomy). The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the device and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There were a lot of subvalvular chords and displaced papillary muscle. One clip was implanted without issue. A second clip delivery system (cds) was advanced however difficulty was met grasping the leaflets and it was noted the clip was stuck in the chords. Difficulty was met removing the cds and chordal damage was noted. Two additional clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.